Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for a high blood glucose of 600 mg/dl and diabetic ketoacidosis. The patient experienced symptoms commonly associated with hyperglycemia. The patient was treated via manual insulin injection at the hospital. Troubleshooting did not occur; the customer did not feel well enough. The insulin pump was not returned for analysis.